Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced neuropathy after an intracranial hemorrhage that occurred on the left hemisphere. This was diagnosed via computed tomography, and the patient experienced symptoms such as headaches and emesis. The patient was put on warfarin. It was noted the device was probably related to the event due to the relationship between device management.